Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted, investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that following an ion lung biopsy procedure, the patient developed significant bleeding requiring intervention and hospitalization. The target nodule was not close to or attached to a blood vessel. The ion procedure was completed as planned without delays; however, significant bleeding was observed after the ion system was undocked. As a result, the planned (after the ion procedure) endobronchial ultrasound (ebus) was not performed. The estimated blood loss was 300 cc, and no blood transfusion was required. The patient was kept intubated and admitted. Therapeutic bronchial washing was performed the next day, and no active bleeding was observed. The patient was subsequently extubated and discharged home at baseline condition. The physician does not believe the bleeding was caused or contributed to by any ion product or system malfunction, and indicated it would likely have occurred with another modality. Additional contributing factors included prior stent placement and the patient¿s use of plavix, which had been held for seven days prior to the procedure. No device malfunction was associated with this event.